Event description:
Customer reportedly received the following results on the mobile/compact plus systems within 10 minutes: a 2.1 mmol/l and 7.3 mmol/l. A 10.3 mmol/l and 5.6 mmol/l. The comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 278166, expiration date 11/30/2013). Reference medwatch report with (B)(6) for the suspect device used in the compact plus system.